Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 2ss cv had air in the line and the tubing was broken. The following information was provided by the initial reporter: material no: 2420-0007 batch no: 20033529 it was reported that, the tubing was broken in half resulting in leakage. Today we lost a bag of drug secondary to the alaris pump infusion set falling apart. This was a costly malfunction. ¿I was giving radicava which is given in two 100ml bags. So I gave the first bag and set it to infuse 80 ml so that I could switch the bags without getting any air in the line. The machine beeped when it was time to change the bags. I switched it to the second bag using the same tubing, there was no air in the line. A min or two after I left the room the pump started beeping again. It said "air in line" so I opened the part of the pump that the tubing goes into. When I opened that, the medicine was coming out all over the floor because the tubing was broken in half at the part where it is inserted into the pump, right where the blue part is.¿

Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes. D.10 returned to manufacturer on: 06/17/2020. Investigation conclusion: the customer's report that the primary tubing set separated at the pump segment was confirmed based on inspection of the as-received set sample. The customer's other report of leakage was confirmed due to the observed set separation of the as-received used set which was separated at the engagement between the upper fitment and silicone segment components. The expected retainer ring was not present and further inspection of the separated silicone segment end observed no evidence of a retainer ring indentation indicating that the retainer ring was not assembled onto the set. The root cause was identified as due to a misassemble of the received set during the manufacturing assembly process. The device history record for set model: 2420-0007, lot: 20033529 shows the set was manufactured on. 31mar2020 with a total of (B)(4) units built. There were no quality notifications issued during the production build of this set.

Event description:
It was reported that as lvp 20d 2ss cv had air in the line and the tubing was broken. The following information was provided by the initial reporter: material no: 2420-0007, batch no: 20033529. It was reported that, the tubing was broken in half resulting in leakage. Today we lost a bag of drug secondary to the alaris pump infusion set falling apart. This was a costly malfunction. ¿I was giving radicava which is given in two 100ml bags. So I gave the first bag and set it to infuse 80 ml so that I could switch the bags without getting any air in the line. The machine beeped when it was time to change the bags. I switched it to the second bag using the same tubing, there was no air in the line. A min or two after I left the room the pump started beeping again. It said "air in line" so I opened the part of the pump that the tubing goes into. When I opened that, the medicine was coming out all over the floor because the tubing was broken in half at the part where it is inserted into the pump, right where the blue part is.¿